Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels physically fine and denies the need for medical attention. The customer's expected blood results are 157mg/dl fasting. Verified test strips expire 01/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 121mg/dl and 129mg/dl fasting. Reviewed meter memory: (B)(4). Memory concerns:107mg/dl customer could not provide an expected range because she only has the laboratory results from september. Meter memory; no date or time (true 2 go) dates applied were provided by customer. Customer did admit that she have changes in her diet and is now exercise. Adverse event not reported.